Manufacturer narrative:
Our field service engineer (fse) repaired the ventilator cart with a new wheel. The ventilator was then put back into service. The broken wheel was not returned for investigation. Provided picture confirmed the broken wheel. The root cause of the reported issue has not been determined.

Event description:
It was reported that one of the front wheels broke. There was no patient involvement. Manufacturer's ref #: (B)(4).